Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic lithotripsy system would not work and intermittently cuts in and out. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.